Manufacturer narrative:
Additional contact information: direct: (B)(6).

Event description:
Information was received indicating that a cadd administration set under infused during a one week infusion at 1 ml.hr. It was reported the pump registered infusion completed, however the bag was full as no medication was administered. Per reporter the patient missed a full week of blinatumomab therapy.